Manufacturer narrative:
This follow-up was created to document the conclusion of the investigation. A titan touch pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed the presence of surface abrasion on both pump exhaust tubing and pump inlet tubing. No functional abnormalities were noted with any of the returned components. The information received indicated the device leaked due to a tear in the pump tubing, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release and no anomalies were noted during production. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Event description:
Additional information indicated the tear was on the tubing from the pump to the cylinder.

Manufacturer narrative:
This follow-up MDR is created to document the additional event information and the conclusion of the investigation. The device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming reports and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, malfunction, tubing leak-tear.